Event description:
Dexcom g6 giving wildly inaccurate readings in the middle of the night with alarms; 80 points off in accuracy. The first 24 hours of using the device are always unstable but these wildly inaccurate reading events happen about every 3 sensor changes resulting in being kept awake all night and at times interfering with work. The dexcom works with the pump to determine doses of insulin and inaccurate readings directly impact the efficiency of the pump. The company only replaces the sensor with no additional support.